Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during procedure after 1 hour of use, the tissue pad suddenly became worn out and metallic noise was heard while in use. The tissue area the surgeon was working in was fatty and it took longer to seal and cut tissue. A new device was used to continue. No patient harm. Upon receipt for investigation the initial evaluation found the jaw liner melted off and missing. The piece was not returned. The customer reported that no part of the device fall into the patient cavity.

Manufacturer narrative:
Evaluation summary: one used (B)(4) device was returned for evaluation. Visual inspection of the disposable hand piece revealed that the jaw liner had melted during use and part of the jaw liner had disengaged. The customer reported that the device broke during application, and that the device was noisy. The noisy device was not confirmed. Investigation personnel performed functional testing on the returned hand piece using the test lab generator and battery. The device was activated with the jaws closed and submerged in glycerin bath at both power modes with unacceptable results due to the damaged jaw liner. Part of the jaw liner was missing and not returned. No abnormal noises were heard during investigation. Jaw liner damage is caused by the device jaws being clamped and activated multiple times with too little or no tissue present in the jaws. Extended activation under this condition will cause the jaw liner to melt and become damaged. The melted jaw liner will prevent the dissector from cutting tissue sufficiently. The user's guide advises users not to activate the instrument with the clamping jaw closed unless there is tissue present as doing so may damage the device jaws. The user's guide and IFU warn that use of a device with damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.